Event description:
It was reported that the patient with this implantable cardiac resynchronization therapy defibrillator (crt-d) experienced twiddler's syndrome and flipped the device multiple times in the pocket. At this time, this crt-d remains in service. No adverse patient effects were reported.